Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protectors p53 leaked between the connection vial and connector. Found during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received one sample for evaluaion from the customer. After the evaluation of the claimed sample, it is no possible to confirm the defect: no leak has been found. No non-conformances or other events were found in device history record. During manufacturing process, several tests and inspections are carried out to void faulty parts. Among them, functionality test is performed. In case of leak, it will be noticed. Leak between the protector and the vial the claimed sample has been evaluated by jfr lab. According to its report, no defects have been observed. The protector fitted properly the vial and no leak is confirmed. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd (B)(4) plant. Visual inspections and critical dimensions for protector housing parts are performed according to (B)(4) current version. During assembly process, the operator performs the following inspections and tests according to (B)(4) current version: -it is verified that expansion film of the bladder is centred in the protector housing, correctly sealed and free of holes or damages. -visual inspection of the filter is performed to verify that is centred in the protector cavity, welded in a right position and free of holes between the filter and filter cover. -overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. -film breakage test: the expansion film of the bladder must break at minimum pressure (0,5 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. -functionality test is performed to ensure properly work of the protector. - hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Conclusion based on jfrl report the defect is not confirmed. No qn's or other events were found during DHR review. Investigation conclusion: it is no possible to confirm the root cause of the event as the defect was not confirmed.